Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection (noted the helix was extended. Resistance testing) found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this lead was an attempted implant. Placement difficulty was experienced and after good placement was achieved, noise, oversensing and no capture at maximum device outputs was observed. The clinical observations were noted with the device and the pacing system analyzer (psa). A replacement lead was implanted without further incident. No adverse patient effects were reported.